Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed trilumen insulation damage exposing the rate sense conductor coils approximately 285-300mm from is-1 terminal pin. This damage was most likely due to entrapment in clavicle/first rib region. As a result, the clinical observations were confirmed.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to noise oversensing on the right ventricular (rv) lead. The noise was suspected to be a result of insulation damage and a lead fracture. As a result, the rv lead was explanted and visual inspection confirmed insulation damage exposing the conductor coils. The location of the damage was typical of subclavian crush. No adverse patient effects were reported.